Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/suture retrieval was confirmed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. Reportedly, when the plunger was retracted, the suture was not present. A second proglide device was used with the same result. The evar procedure was completed and a cut-down procedure was performed to close the artery and achieve hemostasis. The procedural sheath sizes used were not provided. There were no reported adverse patient sequelae. There was a reported clinically significant delay in the procedure due to the unexpected cut-down procedure. The physician is reported to be trained in the use of the proglide device and is in-training for the preclose technique. No additional information was provided.